Manufacturer narrative:
D4: the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Additional devices used: part # dwd180; lot # ac1309044; part # dwd170; lot # 7690au027; part # vdv245; lot # unk; part # vdv235; lot #unk; part # dwd038; lot #unk; part # dwd029; lot #unk; part # dwf601b; lot # ac0924017; part # dwf510; lot # 7228au026; part # ars741702; lot # az0218141r1012; part # ars655101; lot # az3318232004; part # dwf500; lot # 1791at005; part # ars741802; lot # az0818141060; part # ars655200; lot # az12182181175; part # dwf361b; lot # ac1883069. The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device not available.

Event description:
It was reported that the patient has filed a lawsuit against the company. No adverse events or malfunction of the product is available at this time.

Manufacturer narrative:
Correction h6 device code, clinical sign code, health impact code. The reported event could not be confirmed since the device was not returned for evaluation and no concrete evidence was provided for evaluation. A device inspection was not possible since the affected device was not returned. Since elements were provided, the opinion of the medical expert was requested and stated as following: "regrettably, I have limited information on this case. To properly evaluate the purported partial disassembly of the tornier hrs implant construct, it is imperative to obtain the x-ray images that would enable an assessment of the condition. Specifically, it is crucial to ascertain whether the proximal bone stock of the humerus has remained adequate to provide support for the entire hrs device construct. Currently, there is a lack of information regarding the correct assembly of the primary hrs device construct on the surgical back table. Notably, the primary surgery report ((B)(6) 2019) does not include any mention of the utilization of a provided torque-limiting driver. However, it is worth noting that the use of such a torque-limiting driver was documented in the revision report ((B)(6) 2021). In light of these circumstances, the acquisition of x-ray images is indispensable for the purpose of assessing the alleged partial disassembly of the tornier hrs implant construct and its relationship with the proximal humeral bone stock, as well as to verify the proper assembly of the primary hrs device construct". A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported in a lawsuit that the patient reported having refractory pain and dysfunction of the shoulder which was refractory to conservative measures. Preoperative imaging was suggestive of loosening of the humeral component, specifically at the junction of the proximal humeral body to the humeral stem at the assembly screw junction.